Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was feeling groggy and tried. He also noticed that the cgm readings were fluctuating so he decided to go to the ER. At home, there was no finger stick taken and it was not known what the cgm was reading. He arrived at the ER where his bg readings were compared. The cgm was 317 mg/dl and the bg was 260 mg/dl. The patient was given IV fluids and stayed at the hospital for almost 2 hours. He was discharged feeling fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The reported glucose values fall within the a zone of the parkes error grid at the ER. No additional patient or event information is available.